Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback form the field. It was later confirmed the customer was trained by olympus in reprocessing practices in accordance with instruction for use (IFU), the device was not correctly reprocessed at the time of collection for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, deviations from IFU in reprocessing steps for the area the foreign material remained or not was unknown and no physical damage of the device was confirmed at where the foreign material was remained. However, the cause of the event likely due to physical stress. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states the detection method in gif/cf-170 series operation manual chapter 3. Preparation and inspection: IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation non-reportable findings were as follows: the connecting tube had a wrinkle, due to missing nozzle, amount of water contact did not meet the standard value, the video connector case had a scratch, the objective lens had a chip, the scope cover had a stain, the grip had a stain, the right/left knob had a stain, the up/down knob had a stain, the light guide connector had a stain, due to wear of angle wire, bending angle in up direction did not meet the standard value, the plastic distal end cover had a dent, the switch box had a stain, the universal cord had a stain, the bending section cover had discoloration, the electrical contact of video connector had a stain, the nozzle was missing, and the light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had low angulation. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material at the plastic distal end cover, the insertion tube and at the bending adhesive. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.